Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site. The ipg is able to be manipulated in the pocket site and is uncomfortably close to the belt line.